Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system began oversensing after one year of implant. Review of stored electrograms showed noise and erratic r-r intervals. Fifty five non-sustained episodes were recorded. Pacing parameters and the last recorded shocking lead impedance were within normal limits. Attempts by the physician to recreate the oversensing were unsuccessful.